Event description:
Boston scientific received information that three days post implant, this left ventricular lead exhibited increased thresholds and loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. A revision procedure may be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.